Event description:
It was reported that the device had unexpected battery longevity. It was also noted that the left ventricular lead threshold was 2 volts however the programmed output was set at 4.25 volts. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action and returned product testing is pending so it is not yet determined if the device performed as described in the field action. Product event summary: the device was returned and analyzed. The device met 99% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Concomitant products : 4194 implantable pacing lead (B)(6) 2010, 6947 implantable tachy lead (B)(6) 2010. (B)(4).